Manufacturer narrative:
No patient information was provided by complainant. Age and weight are best estimated. Device is not distributed in the us, but is similar to a device marketed in the us product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The surgeon who was reporting this 9 migrated plif cage to eit's distributor motion medical, was contacted three times by (B)(6). This was done on (B)(6) 2019. (B)(6) did not receive any feedback from the surgeon till (B)(6) 2019. The only information received from (B)(6), employee of eit's distributor (B)(4), are the above shown pictures, shown above in section "diagnosis". It is unknown which picture belongs to which incident. Based on that and based on the fact that any feedback from the surgeon is missing, an investigation can not be performed. As no investigation could be performed, conclusion can be drawn and a corrective action can not be performed. Eit opened the CAPA (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Emdr was due by march 5th, 2019. However, eit faced issues with the (B)(4) software to submit the emdr and therefore submission is delayed. The issue was resolved on march 19th, 2019 and a production account was provided to eit.

Event description:
It was reported by (B)(6) on (B)(6) 2019 that motion medical stopped selling eit devices after 2016 as they had 9 migrated plif cages reported by one surgeon.